Event description:
The customer stated that she has gone to the emergency room due to low blood glucose levels because her glucose meter is giving incorrect readings. Found that the customer has been using expired test strips. The customer was transferred to lifescan for troubleshooting on the glucose meter. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.